Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to a heart attack, and was not sure if it was diabetic related. Customer stated that they fell and hit their head, and fell down the stairs. The customer stated that they went into diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. Customer's current blood glucose level 142mg/dl. Troubleshooting occured. No additional information was provided.